Manufacturer narrative:
(B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs. The ultrafiltration (uf) volume of 811 ml during cycle 2. The largest prescribed fill volume of 1300ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The problem was confirmed but the investigation is still not completed. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.